Event description:
The pt's mother attempted to awaken him at approx 3:30 pm on 11/04/1999. He was belligerant and difficult to wake up. Assuming he had low blood glucose, she tested him on his one touch profile meter with a result of 40 mg/dl. She administered an injection of glucagon and gave him orange juice to drink. Testing continued every half hr with results in the 40-50 range. He was transported to the ER at 1:00 am on 11/05/1999 where a lab results was 700+ mg/dl while his meter read 60 mg/dl at the same time. He was treated for hyperglycemia with IV fluids and insulin and released a few hrs later. Although the meter is cleaned according to MFR's recommendations, quality control tests designed to detect inaccurate meter results are not performed.